Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, an impella in aorta alarm occurred. The patient was taken back to the operation room for impella replacement. The patient is stable.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The product was not returned for investigation. As per clinical, pump was pulled out due to aorta alarm. The cause of the positioning issue was use issue related due to improper technique.